Event description:
It was reported that during the pm replacement procedure. The patient had been in the state of fully pacing as she did not have own pulse. The procedure was started with changing the rate from 60ppm o 50ppm. 5 minutes later, the rate on ECG was elevated to 67ppm and 10 minutes later, the cardiac arrest occurred. 10 seconds later, the patient¿s heart rate at the rate 30ppm was confirmed and no adverse consequences to the patient. It was confirmed that the pacing waveform as intended and normal values of various measurement items after connecting to the replacement device and the procedure was completed without any adverse consequences to the patient. It was reported that device was unable to be interrogated. The physician suspected battery depletion occurred during the procedure and the device went into bvvi mode (67 ppm) and reached end of life (eol). The patient was stable.

Manufacturer narrative:
Expiration date should have been submitted with the initial report. Manufacture date should have been submitted with the initial report.

Manufacturer narrative:
The reported field event of backup vvi (bvvi) was confirmed in the laboratory and was due to code corruption, consistent with exposure to electrocautery during explant. Damage was also found on the septum. The device was tested on the bench and no anomalies were found.